Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. Additionally, electrode displacement with broken electrical wire was observed, no sharp edges were found. The device was connected to the carto 3 system and it was recognized and visualized correctly; however, a signal noise was observed on electrode 2. Due to this issue, electrical continuity was measured on electrode 2 and no readings were observed due to the wire being broken from the electrode. This issue could be related to the failure mode reported by the customer. A manufacturing record evaluation was performed for the finished device lot number 31341843l and no internal action was found during the review. The reddish material inside the pebax is unrelated to the issue reported by the customer. The root cause of the pebax damage is traced to the manufacturing process. The electrical issue reported by the customer was confirmed. The potential cause of the broken electrical wire could not be established. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a separation between pebax and electrode section and a foreign material inside it. During the procedure, there was electrocardiogram (ECG) signal interference noted on the intracardiac channel while the device inside of the patient. The medical team still had the ability/means to monitor the patient's cardiac rhythm, a second device was used to complete the operation. There was no adverse event reported on patient.